Manufacturer narrative:
Customer would not provide ventilator manufacturer with power cord for failure analysis.

Event description:
The customer reported there was smoke noted from the ac outlet in a patient room. The customer reported upon entering the patient room they observed fire at an ac outlet where the ventilator was plugged in. The ventilator was unplugged from the outlet, and the fire extinguished. The ventilator had a backup battery in place, but the customer did not recall that the unit switched to battery before the ventilator was removed. The patient was placed on another ventilator. The customer reported the patient suffered no adverse effects or impairment. The hospital biomedical technician performed initial service to the ventilator, replacing the power cord. The hospital biomedical technician reported the facility opinion is the fire originated within the ac outlet. The respironics service technician reported the male end of the ventilator power cord was melted. Visual inspection of the female end of the power cord and of the ventilator found no evidence of damage. Extended self testing (est) was performed, and the unit failed the air delivery test. The service technician replaced the air flow sensor. Final est and performance verification testing was completed and the unit passed all tests per specifications.